Event description:
It was reported that this pacemaker recorded an fc 1003 upon interrogation which is an indicative of battery voltage too low for the projected remaining capacity. Additional information received which indicated that this device was submitted for engineering analysis which resulted that this device has reached elective replacement indicator (eri). Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and successfully replaced. The device is not expected to return for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded an fc 1003 upon interrogation which is an indicative of battery voltage too low for the projected remaining capacity. Additional information received which indicated that this device was submitted for engineering analysis which resulted that this device has reached elective replacement indicator (eri). Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and successfully replaced. The device has been returned and was analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded an fc 1003 upon interrogation which is an indicative of battery voltage too low for the projected remaining capacity. Additional information received which indicated that this device was submitted for engineering analysis which resulted that this device has reached elective replacement indicator (eri). As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that the code 1003 was cleared and device showed 1.5 years remaining.

Event description:
It was reported that this pacemaker recorded an fc 1003 upon interrogation which is an indicative of battery voltage too low for the projected remaining capacity. Additional information received which indicated that this device was submitted for engineering analysis which resulted that this device has reached elective replacement indicator (eri). As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.